Event description:
Spark/arcs and smoke from top around the philips monitors where seen. Patient was on the table when the incident occurred. Customer turned off system immediately and patient was transferred to another theatre on a different floor. Patient died on route to theatre. Suspect the monitor power supply has gone faulty causing the smoke and sparks. Monitor taken out of use and isolated from the mains power. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)